Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile viewing station (mvs) was having difficulties powering on. The site turned on the mvs and the monitor was black while the power button was flashing. They tried holding down the power button to boot the mvs down, but were also having difficulties getting the system to power down. This was found during an in-service, no patient was involved.

Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. No failures were found. Codes b01, c19, and d14 are applicable. If information is provided in the future, a supplemental report will be issued.